Manufacturer narrative:
Additional clarification was received that this event was misreported in error by the sales representative. There was no failure that occurred.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was stuck in the advancer tube. There were several failures over the month of march. There was no reported patient injury. The device will not be returned for evaluation.